Event description:
Patient heartware heart ventricular assist device was admitted due to recurrent symptomatic anemia/melena in the setting of inr 3.4 and hemoglobin 4.6. Nine units of blood were transfused over the course of the hospitalization. Endoscopic evaluation included an egd and a capsule study, and failed to reveal the bleeding source, though jejunitis was identified. A tagged red blood cells scan also failed to reveal the bleeding area. A heparin to coumadin bridge was completed prior to discharge. Lovaza and proton-pump inhibitor were already in use, so octreotide was initiated. Status 3 for heart/kidney transplant.